Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Total knee arthroplasty, (B)(6) hospital, (B)(6) 2018. While impacting the definitive tibia, the spring detached from the handle, causing attachment. Lever to come loose and the impactor tip to become loose and fall off. No instruments fell in patient. Surgeon was able to complete the surgery with the other impaction handle available in the kit. No delays in surgery. No ae to patient. Patient ID: (B)(6), dob: (B)(6), age:(B)(6), gender: male.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.